Manufacturer narrative:
Investigation: one loose 3ml syringe was received and evaluated. It was observed the syringe had a skewed scale with no volume numbers present and only the last five grad lines half present. There were also scratches present throughout the barrel including the tip. The amount of scale marking missing is rejectable per product specification. Potential root cause for the missing scale defect is associated with the marking process. No corrective actions are necessary based on the defective rate identified. Batch 9030996 and 9016845 are considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the two provided lot number(s) that could have contributed to the reported defect.

Event description:
It was reported that bd luer-lok¿ disposable syringe w/ bd luer-lok¿ tip only had partial measurements printed on the syringe. The following information was provided by the initial reporter: material no: 309657 batch no: unknown ( provided 9030996 or 9016845) it was reported that only partial measurements are printed on syringe. Concern description: only partial measurements are printed on this syringe. Syringe to be used to pull and measure IV medication.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 9030996. Medical device expiration date: 2024-01-31. Device manufacture date: 2019-01-30. Medical device lot #: 9016845. Medical device expiration date: 2023-12-31. Device manufacture date: 2019-01-16. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ disposable syringe w/ bd luer-lok¿ tip only had partial measurements printed on the syringe. The following information was provided by the initial reporter: material no: 309657, batch no: unknown ( provided 9030996 or 9016845). It was reported that only partial measurements are printed on syringe. Concern description: only partial measurements are printed on this syringe. Syringe to be used to pull and measure IV medication.